Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), rheumatoid arthritis ('rheumatoid arthritis') and incontinence ('urinary problems: incontinence') in a 39-year-old female patient who had essure (batch no. B97491) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent esure confirmation test". The patient's concurrent conditions included obesity, anxiety, depression, myofascial pain syndrome, rectocele, spontaneous ecchymoses and urge incontinence. Concomitant products included levonorgestrel (mirena) since 2009 to march 2015 for birth control, gabapentin since 2018 for stiffness as well as meloxicam since 2018, phentermine since 2015, sertraline hydrochloride (zoloft) since 2006 and sertraline since 2006. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced musculoskeletal stiffness ("stiff"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower right lumbar pain/lower back right and left side"), arthralgia ("diffuse joint pain/knee joint/elbow joint") and groin pain ("pain towards right side that goes from right groin to her back") and was found to have weight increased ("weight gain"), 8 months 1 day after insertion of essure. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("blurred vision") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2017, the patient experienced incontinence (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On an unknown date, the patient experienced hypoaesthesia ("hand going numb and no strength"), abdominal pain ("abdominal pain"), bladder disorder ("bladder disorder ") and feeling abnormal ("fogginess"). The patient was treated with surgery (sling inserted 2 months after essure (B)(6) 2015, supracervical hysterectomy with bilateral salpingectomy and crown replacement and root canal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, back pain, arthralgia, hypoaesthesia and abdominal pain had resolved and the rheumatoid arthritis, incontinence, tooth disorder, allergy to metals, vision blurred, fatigue, weight increased, musculoskeletal stiffness, groin pain, bladder disorder and feeling abnormal outcome was unknown. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, bladder disorder, dyspareunia, fatigue, feeling abnormal, groin pain, hypoaesthesia, incontinence, musculoskeletal stiffness, pelvic pain, rheumatoid arthritis, tooth disorder, vision blurred and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2015 (discrepancy noted). Insertion date of mirena: (B)(6) 2014, lot number: tuoovlb, exp. Date: may-2017. Inserton details: right side: number of coils: 4 left side: number of coils: 4. Iud insertion: insertion date: (B)(6) 2015. Reason: menorrhagia iud type: mirena received treatment for: pain, nickel allergy, rheumatoid arthritis, bladder/ urinary problems, fatigue, dental problems, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New events: abdominal pain, bladder disorder, fogginess were added. Outcome for pain updated to recovered/ resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), rheumatoid arthritis ('rheumatoid arthritis') and incontinence ('incontinence') in a 39-year-old female patient who had essure (batch no. B97491) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included obesity, anxiety, depression, myofascial pain syndrome, rectocele, spontaneous ecchymoses and urge incontinence. Concomitant products included levonorgestrel (mirena) since 2009 to (B)(6) 2015 for birth control, gabapentin since 2018 for stiffness as well as meloxicam since 2018, phentermine since 2015, sertraline hydrochloride (zoloft) since 2006 and sertraline since 2006. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced musculoskeletal stiffness ("stiff"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower right lumbar pain/lower back right and left side"), arthralgia ("diffuse joint pain/knee joint/elbow joint") and groin pain ("pain towards right side that goes from right groin to her back") and was found to have weight increased ("weight gain"), 8 months 1 day after insertion of essure. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("blurred vision") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2017, the patient experienced incontinence (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On an unknown date, the patient experienced hypoaesthesia ("hand going numb and no strength"). The patient was treated with surgery (sling inserted 2 months after essure (B)(6) 2015, supracervical hysterectomy with bilateral salpingectomy and crown replacement and root canal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, rheumatoid arthritis, incontinence, tooth disorder, allergy to metals, dyspareunia, vision blurred, fatigue, weight increased, musculoskeletal stiffness and groin pain outcome was unknown and the back pain, arthralgia and hypoaesthesia had resolved. The reporter considered allergy to metals, arthralgia, back pain, dyspareunia, fatigue, groin pain, hypoaesthesia, incontinence, musculoskeletal stiffness, pelvic pain, rheumatoid arthritis, tooth disorder, vision blurred and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2015 (discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), rheumatoid arthritis ('rheumatoid arthritis') and incontinence ('incontinence') in a (B)(6) year-old female patient who had essure (batch no. B97491) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included obesity, anxiety, depression, myofascial pain syndrome, rectocele, spontaneous ecchymoses and urge incontinence. Concomitant products included levonorgestrel (mirena) since 2009 to (B)(6) 2015 for birth control, gabapentin since 2018 for stiffness as well as meloxicam since 2018, phentermine since 2015, sertraline hydrochloride (zoloft) since 2006 and sertraline since 2006. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced musculoskeletal stiffness ("stiff"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower right lumbar pain/lower back right and left side"), arthralgia ("diffuse joint pain/knee joint/elbow joint") and groin pain ("pain towards right side that goes from right groin to her back") and was found to have weight increased ("weight gain"), 8 months 1 day after insertion of essure. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("blurred vision") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2017, the patient experienced incontinence (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On an unknown date, the patient experienced hypoaesthesia ("hand going numb and no strength"). The patient was treated with surgery (sling inserted 2 months after essure (B)(6) 2015, supracervical hysterectomy with bilateral salpingectomy and crown replacement and root canal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, rheumatoid arthritis, incontinence, tooth disorder, allergy to metals, dyspareunia, vision blurred, fatigue, weight increased, musculoskeletal stiffness and groin pain outcome was unknown and the back pain, arthralgia and hypoaesthesia had resolved. The reporter considered allergy to metals, arthralgia, back pain, dyspareunia, fatigue, groin pain, hypoaesthesia, incontinence, musculoskeletal stiffness, pelvic pain, rheumatoid arthritis, tooth disorder, vision blurred and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2015 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Lot number added. This case become incident. Event injury was updated to pelvic pain, rheumatoid arthritis, tooth disorder, incontinence, nickel allergy, dyspareunia (painful sexual intercourse), blurred vision, fatigue, weight gain, stiff, lower right lumbar pain/lower back right and left side, diffuse joint pain/knee joint/elbow joint, pain towards right side that goes from right groin to her back, hand going numb and no strength and she did not underwent essure confirmation test. Medical history and concomitant drug were added. Date of explant added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.